Event description:
It was reported to boston scientific corporation that orise gel was used as a lifting agent in the duodenum during a gastroscopy with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. Two days after the procedure, the patient experienced post emr duodenal bleeding and presentation of melena. The patient underwent repeat gastroscopy with hemospray to treat the bleeding. The exact cause of the bleeding/hemorrhage is unknown. The physician deemed the event had a relationship to the procedure and was not directly related to the gel.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2: block b5 and block e1 were updated with additional information received on (B)(6) 2022 block h6: impact code f23 captures the reportable event of unexpected medical intervention. Block h11: correction: block e1 initial reporter address has been corrected based on the information available in the complaint record. Additional information: block b5 has been updated based on the additional information that a captivator snare was used for resection in the initial emr.

Event description:
It was reported to boston scientific corporation that orise gel was used as a lifting agent in the duodenum during a gastroscopy with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. Two days after the procedure, the patient experienced post emr duodenal bleeding and presentation of melena. The patient underwent repeat gastroscopy with hemospray to treat the bleeding. The exact cause of the bleeding/hemorrhage is unknown. The physician deemed the event had a relationship to the procedure and was not directly related to the gel. Additional information received on (B)(6) 2022. It was confirmed that a captivator snare was used for resection in the initial emr.